Event description:
It was reported that this 980 ventilator did not pass the power on self test (post) with diagnostic code message pneumatics interface - exhalation analog digital converter (adc) out of range. There was no patient involved. .

Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator did not pass the power on self test (post) with diagnostic code message pneumatics interface - exhalation analog digital converter (adc) out of range. The device was available for evaluation. The service personnel (sp) inspected the unit and confirmed the reported event. Sp replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba) and mix controller pcba. Also, sp replaced the damaged exhalation valve flow sensor. Additionally, sp found the unit failing exhalation valve calibration with the message ¿expiratory auto zero solenoid not operational¿. Sp replaced the exhalation valve assembly (eva) for it. The unit passed all the required calibrations and tests as per the manufacturer specifications at the time of service. The evq was not returned to medtronic for analysis. The eva was returned to medtronic for analysis and is under investigation. One mix controller pcba was returned to medtronic for analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. One ifm pcba was returned to medtronic for analysis. A visual inspection was carried out on the returned ifm pcba and no anomalies were observed. The part was attached to the test ventilator and powered up but failed the extended self test (est) circuit pressure test with the message ¿inspiratory autozero solenoid not operational¿. After a thorough investigation, a faulty autozero solenoid (so1) on the ifm pcba was identified. Analysis determined the ifm pcba was prior to the implementation of a change to address autozero solenoid (so1) failures. Investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The suspected cause of ¿post failure¿ was isolated in the field to a potential fault in the eva and/or evq. The event is included in a data monitoring plan. Additionally, the cause of the ¿inspiratory autozero solenoid not operational¿, was isolated to a faulty autozero solenoid (so1) on the ifm pcba. The serial number of the ifm pcba is in the scope of the existing internal corrective action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 evaluation code component (annex g) remove g07001 and add g04135 issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator did not pass the power on self test (post) with diagnostic code message pneumatics interface - exhalation analog digital converter (adc) out of range. The device was available for evaluation. The service personnel (sp) inspected the unit and confirmed that the unit failed post and also logged an exhalation pressure reading out of range. Based upon this, sp replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba), the mix controller pcba, and the exhalation valve flow sensor (evq). The unit then failed exhalation valve calibration with the message ¿expiratory auto zero solenoid not operational¿, so sp replaced the exhalation valve assembly (eva). The unit passed all the required calibrations and tests as per the manufacturer's specifications at the time of service. Evq was not returned to medtronic for analysis. One mix controller pcba and eva were returned to medtronic for analysis. The components were visually inspected and functionally tested with no malfunction or product deficiency observed. One ifm pcba was returned to medtronic for analysis. A visual inspection was carried out on the returned ifm pcba, and no anomalies were observed. The part was attached to the test ventilator and powered up, but failed the extended self test (est) circuit pressure test with the message ¿inspiratory autozero solenoid not operational¿. After a thorough investigation, a faulty autozero solenoid (so1) on the ifm pcba was identified. Analysis determined that the ifm pcba was prior to the implementation of a change to address autozero solenoid (so1) failures. Although not related to the reported event, the investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). Although the ifm pcba and the mix controller pcba were replaced for the reported issue, they tested satisfactorily for any issue related to the reported event; therefore, the cause of the reported event of post failure and exhalation pressure reading out of range code was likely the evq, as that part is involved in the post test and the reading of exhalation pressure. The likely cause of the expiratory auto zero solenoid not operational issue was due to an intermittent issue in the autozero solenoid (so1) in the exhalation sensor pcba of the eva. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.